Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The reported allegations of high pacing thresholds were not confirmed by laboratory analysis. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Event description:
It was reported that this right ventricular (rv) lead was explanted, during a normal battery depletion surgery, due to high pacing thresholds. When physician tried to retracted the helix, it did not retracted. The lead need it to be cut to be explanted. No additional adverse patient effects were reported. Lead is expected to return.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted, during a normal battery depletion surgery, due to high pacing thresholds. When physician tried to retracted the helix, it did not retracted. The lead need it to be cut to be explanted. No additional adverse patient effects were reported.